Event description:
On october 13, 2006, the lay-user/reporter contacted lifescan alleging that the test strip holder on a one touch basic meter was loose. The medical affairs specialist (mas) spoke to the reporter on october 19, 2006, to obtain/verify information. About 2-3 weeks ago, the test strip holder on the reported meter broke. However, the reporter was still able to test the patient's blood glucose by holding the test strip holder in place on the meter. The reporter described the test strip holder as being loose. About 1 week ago, the patient developed symptoms of increased hunger and frequent urination. The reporter could not recall any readings that she obtained during that time. The reporter brought the patient to a hospital based on the symptoms. The hospital obtained a blood glucose reading of "358 mg/dl" using an unidentified device. The patient was not given an immediate medical care but was prescribed new insulin (type and regimen). The meter was replaced. This complaint is being reported due to the following conclusion: the reporter was testing the patient using the meter with a broken test strip holder. The patient developed symptoms that may be associated with hyperglycemia and obtained a reading of "358 mg/dl" in the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.